Event description:
It was reported that after a very recent update to the programmer, an error message was observed. The message indicated that the programmer lost its connection with the analyzer. The caller checked the connection and tried rebooting, and the issue was still seen. Technical services suggested that another analyzer be tried, and if the issue still presents itself, to send the programmer in for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 2090w, serial # (B)(4). (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.